Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 8.0 inr on the coaguchek xs system while a comparison lab returned as 4.9 inr. Customer's warfarin dosage was decreased based on the meter result from 5 mg to 2.5 mg for 2 days. No adverse event reported. Requested return of suspect system and replacement was sent.